Event description:
It was reported to philips that the device had an error that the power supply was interrupted, unable to enter the normal standby interface, and unable to operate the machine normally. There was no patient involvement.